Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 11/17/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: h3 investigation summary: one labeled winding former with a needle/suture product code w8807 were returned for analysis. The product code is double armed. Upon visual analysis of the returned sample revealed that, the extreme suture was noted to be severely cut and the needle was not received for evaluation. As per returned conditions of the sample no functional test was performed. The clip off defect observed during the visual assessment has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through quality system. Date sent to the FDA: 11/17/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrective data: d1, d2b, d4, d2a, h4 product code and lot number a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: how many devices that had suture needle pull off or detached issue? 3 foils. How many devices that had needle breakage? 1 foils. How many devices that had suture breakage? 2 foils. For the device in which "the needle gave away". Did the needle pull off/detached from the suture during use? Or did the needle broke? Ans: the needle broke during the surgery while suturing, also the suture got detached from the needle inone sample and in the other the suture gave away. Were there any patient consequences? There was no patient consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Events reported via: 2210968-2021.

Event description:
It was reported that a patient underwent a fistula procedure on (B)(6) 2021 and suture was used. During the procedure, when the surgeon started to close fistula the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.